Event description:
Medtronic received a report that the pipeline flex was implanted in the patient and remains successfully implanted 36 months post-procedure. 6 months post procedure an aneurysm was detected which led to retreatment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery in c7 with a max diameter of 8.9 mm and a 5.4 mm neck diameter. It was reported that the patient followed up 36 months post procedure and complete ablation was observed. There was no stenosis or occlusion in the parent artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a marksman, phenom and navien catheters as well as a ped-s 3.75x30 . Additional information was received. The additional surgery was performed due to incomplete occlusion of the aneurysm at six months postoperatively; however, the cause of the incomplete occlusion is unknown. No malfunction was reported during the procedure, and there is no information regarding any other malfunction. Additional information was received regarding the placement of an additional flow diverter for a previously reported incomplete occlusion identified at the 6-month post-procedure follow-up. The adverse event was incomplete occlusion requiring retreatment, with an onset date of (B)(6) 2022. The event was assessed as severe. The causal relationship to both the device and the procedure could not be ruled out. The outcome date was (B)(6) 2023, and the patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.